Event description:
It was reported via a user facility medwatch that during a gastric bypass with roux-en y procedure, the surgeon attempted to fire the stapler, and only a few of the staples fired. The surgeon had to reload and re-staple the incision. There was no patient consequence.